Manufacturer narrative:
(B)(4). All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was initially reported that a zlb00 23.5 diopter intraocular lens (iol) was scheduled for explant from the patient¿s left eye due to the patient¿s dissatisfaction with their near and distance vision. The replacement lens is indicated to be a another zlb00 iol, but higher diopter 25.0. Through follow-up the doctor confirmed the explant was conducted as scheduled, and everything went well. There was no vitrectomy or any other intervention. The patient is fine post-exchange. No additional information provided.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are (B)(4) and CAPA-010215.

Manufacturer narrative:
Device evaluation: the product testing could not be performed as the product was not returned. The reported complaint could not be verified. Manufacturing record review: the manufacturing records for the product were reviewed. The product was manufactured and released according to specifications. A search revealed that no similar complaints were received for this production order. Conclusion: as a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted. H3 other text : placeholder.